Event description:
Biased low mmb results were obtained on qc and patient samples after a calibration. The results were reported to the physician. The qc shift was noted after recalibration with an alternate lot of calibrator. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the biased low mmb results.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Has confirmed customer complaints of mmb calibrator, rc420, lots 2gd053, 2kd024 and 3ad051not being fully dissolved after the stated time in the product instructions for use. The frequency of this occurrence is low but if it occurs, gel-like clumps may be observed. An urgent medical device correction (umdc) for the mmb calibrator rc420 was issued in (B)(6) 2013 to impacted customers. The communication, 13-34, provided customers with a workaround for the impacted lots. Customers were notified that the mmb calibrator can tolerate extended reconstitution time (up to four hours) and still meet performance specifications. They were notified that until a permanent solution to the issue is identified, they are to follow the calibrator preparation instructions provided in the correction letter to optimize calibrator preparation. For lots going forward, until a permanent solution is identified, an alert card is being included with the product to instruct the customer to reference the umdc communication.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the biased low mmb results is a calibrator dissolution issue. The account noted poor disolution of the lyophilized calibrator lot 2gd053 and good dissolution of the alternate calibrator lot which returned the qc recoveries to within the prior lab ranges. The instrument is performing within specifications.